Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that when in report view after confirming to print the test study, the name on the study changed. There was no patient harm or injury reported.

Manufacturer narrative:
It is unknown how or if the issue is resolved. Information was not provided to the technical support engineer to perform an investigation. Philips is unable to conclude the investigation.